Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The lcd window was inspected and no damage noted. The lcd display is visible and can be clearly read. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was over 600 m/dl at the time of incident. No symptoms were reported with the high blood glucose. The customer also reported difficulty reading the display screen on the insulin pump. The customer stated troubleshooting the no delivery alarm recently. Troubleshooting was declined. The insulin pump will be returned for analysis.